Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient woke approximately two hours prior to the call with no power to the pump. The reporter stated that the battery was loose in the pump and that two new batteries had been tried, and there was still no power to the pump. The reporter confirmed that the battery cap was secured tightly without the yellow o-ring visible. The reporter further commented that the battery cap had been replaced within the last six months. There was reportedly no damage to the battery compartment or battery cap and there was no moisture present in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue of power loss was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside normal use was observed in the black box or download history. Power on resets was observed in the black box. The battery cap was not returned with the pump for investigation. On examination, there was no damaged to the battery compartment. The audio bolus button was noted to be torn. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The piston cap in the cartridge compartment was noted to be missing. A test battery cap was able to be securely fastened to the pump with no yellow o-ring showing. On testing, the pump powers on to the verify screen with audible and vibratory sounds. The pump was exercised for 24 hours on a 1 unit per hour basal rate with the test battery cap in place with no power loss or rebooting duplicated. The pump cover was removed for investigation and revealed no evidence of damage to the battery flex or power circuit and moisture was observed. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A power issue was verified in the history but was not duplicated during testing.